Manufacturer narrative:
The customer reported a corneal burn with the use of fibrin sealant and a bandage contact lens. A questionnaire was returned from the customer and reviewed by the clinical analyst. The questionnaire states: ¿this (B)(6) female patient experienced a corneal burn to the right eye (od) during a phacoemulsification and cataract extraction procedure on (B)(6) 2017. This patient had a medical history of chemotherapy, multiple myeloma, stem cell transplant, and has an allergy to sulfa medication. Surgical data: the burn occurred during sculpt, which resulted in wound gapping. A fibrin sealant, ophthalmic viscoelastic device (ovd). , three sutures, and a bandage lens were all used to close the wound. The surgeon has attributed the phaco handpiece as the contributing device, for this event. The surgeon confirmed no occlusion bell was audible during the case. Patients eye level (pel) was within normal limits. They pulled the handpiece out of circulation and it has the pink sleeve on it. Pre-operative data: uncorrected visual acuity (ucva) 20/100 post-operative data: (ucva) 20/200. The surgeon confirmed that the thermal burn resulted in a post-operative, (regular) astigmatism and an opaque cornea. This eye will require further treatment with additional surgery of a gas permeable contact lens.¿ corneal thermal injuries are typically related to excessive heat generated by the phacoemulsification tip due to insufficient aspiration flow, extended energy application, or combination of both. The operator¿s manual states: appropriate use of system parameters and accessories is important for successful procedures. Use of low vacuum limits, low flow rates, low bottle heights, high power settings, extended power usage, power usage during occlusion conditions (beeping tones), failure to sufficiently aspirate viscoelastic prior to using power, excessively tight incisions, and combinations of the above actions may result in significant temperature increases at incision site and inside the eye, and lead to severe thermal eye tissue damage. Good clinical practice dictates testing for adequate irrigation, aspiration flow, reflux, and operation as applicable for each handpiece prior to entering eye. Ensure that the tubings are not occluded during any phase of operation. Use of a phacoemulsification handpiece in the absence of irrigation flow and/or in the presence of reduced or lost aspiration flow and/or sideways orientation of the tips can cause excessive heating and potential thermal injury to adjacent eye tissues. Directing energy toward non-lens material, such as iris or capsule, may cause mechanical and/or thermal tissue damage. The system is designed to cool the phacoemulsification tip during use as aspirated fluid flows through the tip lumen. Overheating of the phacoemulsification tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phacoemulsification tip. Reduced fluid flow through the phacoemulsification tip may be caused by phacoemulsification tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phacoemulsification tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on qa assessment, the product met specifications at the time of release. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information has been provided by the nurse in a completed questionnaire. The patient experienced a corneal burn during a cataract extraction with intraocular lens implant procedure. Besides requiring sutures, the wound was closed using a sealant. A bandage contact lens was placed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during a procedure, the patient experienced a corneal burn. The wound required three sutures, fibrin sealant and a bandage contact lens. The occlusion bell alarm was not heard by the surgeon. The handpiece was pulled from circulation. Additional information has been requested, but none has been received to date.